Event description:
Ous MDR - after an implantation time of about 8 months, it was reported that the ICD showed eri indication. There were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR - upon receipt, the battery depletion was confirmed. After an implantation time of eight months, the battery depletion was regarded to be premature. The ICD was opened and the visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module, were found to be within specification with an external power supply attached. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. There was no indication of a malfunction of the electronic module. The battery and the electronic module were sent to the manufacturer for further analysis. The manufacturer performed several final acceptance tests, revealing that the electronic module was within specification. It passed all repeated tests. Specifically, a high current, which would be necessary to deplete the battery within eight months, could not be reproduced. The manufacturing records were inspected, documenting that the battery parameters were within specification during manufacturing. However, calorimetric measurements revealed an increased internal self-depletion. During the destructive analysis, an insulation damage was found, which lead to an increased internal self-depletion within the battery, contributing to the battery status eri.